Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returning an opened/used product.

Event description:
Customer reported via phone call that the sensor had connection issues with the transmitter. When the sensor was removed the customer noticed that the cannula was not attached. Blood glucose level at the time of the incident was 78 mg/dl. The customer was advised that the sensor would be replaced. The sensor was returned for analysis.